Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, device was unable to be interrogated with two separate programmers and the device was unable to be located. It was recommended to attempt the interrogation with radio frequency wand however the physician opted not to attempt this. An unsuccessful telemetry test was performed. Another attempt to interrogate the device without the radio frequency wand was attempted however it was unsuccessful. It was recommended to consider replacing the device. The patient did not have any magnetic resonance imaging exposure however the patient did undergo a shoulder surgery in (B)(6). Patient had another follow up visit in clinic and it was decided to monitor the patient for now and transmit remotely via merlin.net transmission monthly. Patient will be seen in clinic in six months¿ time. Patient was stable.